Event description:
It was reported that immediately after the scs implant procedure, the lead rolled anterior. The physician decided to reposition the lead, while doing so, a hematoma was discovered that required the lead to be cut and replaced. As of (B) (6) 2010, patient is reported to be doing fine with the new lead.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions - the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history of the event reported. Ans defers to the patient's physician regarding medical history.